Event description:
Customer reports, a pt underwent a laparoscopic cholecystectomy. During the procedure the jaw of the device broke off and fell into the pt's abdomen. An x-ray was necessitated to locate the broken part, which was retrieved using another grasper. The surgical procedure was delayed for approximately thirty minutes. There was no injury, complication or sequela identified in the pt.